Event description:
It was reported that during a port placement procedure, the guide wire in the kit was allegedly broken and allegedly does not able to be advanced. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation, three photos were provided for review. The photo shows a small bend in the guidewire which was observed near the tip of the j-tip straightener, but it is not clear whether the bend was due to the packaging or due to the procedure. Therefore, the investigation is inconclusive for the reported fracture and failure to advance issues as the provided photo was not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guide wire in the kit was allegedly broken and allegedly does not able to be advanced. The procedure was completed using another device. There was no reported patient injury.